Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to treat a lesion in the sfa on a (B)(6) male with a history of pad. A spectranetics quick-cross was used to traverse the tortuous, heavily calcified aortic bifurcation. A stiff .035 amplatz guide-wire was positioned into the profunda via brachial access. When attempting to remove the quick-cross the physician had difficultly removing the device, pulled very hard and the quick-cross broke. The physician used a snare to retrieve the piece. The procedure was continued with a successful outcome.